Event description:
Caller alleged discrepant precision results. Results as follows: on (B)(6) 2013: inratio test 1 = 1.7, inratio test 2 = 3.1. Time between testing was reported as minutes. Patient's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.